Event description:
The customer reported that while monitoring patients, the xhibit central station lost video signal. The customer tried to use different video ports but could not get the video to remain up. The device was shipped to spacelabs healthcare for depot repair. Following the device evaluation, it was determined that fan on the video card was no longer functional. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.